Event description:
It was reported that the t: slim x2 pump battery would not charge, and the pump screen remained dark, making it difficult to confirm any alerts in the pump history. There was no reported adverse impact. Customer support instructed the caller to plug the tandem wall adapter into a known working outlet and leave it connected for at least 30 minutes to see if the pump would begin charging. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.